Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported death. Customer was vomiting, diarrhea and dehydrated. Landlord found customer on floor and called the paramedics. Customer was pronounced dead by noon. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.